Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. ¿ deflation : observed one opening on the posterior side assessed as surgical damage. Additional observations: ¿ white calcification observed on the device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side deflation and exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation and exchange due to concerns with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.